Event description:
It was reported that the 6600 system would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into svc.